Event description:
During a follow up call the customer stated that the sensor did not detect that the customer's blood glucose was above 500 mg/dl. The sensor had been inserted for only three days. The customer stated that the sensors would not calibrate and the sensor readings were different from the blood glucose readings. The customer could not recall exact values. The customer also stated that sensor would not give proper warnings. They had received alerts that the sensor needed to be changed, but did not receive calibration error or normal sensor end alerts. Troubleshooting was declined. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.